Event description:
Patient reported that immediately after injection "under the eyes" with 2 syringes of "juvederm," they developed swelling and puffiness at the injection site. Patient was treated with hyaluronidase and was instructed to massage the area "3-4 times a day for a few weeks." Symptoms resolved 4 months after injection.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling and puffiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.